Manufacturer narrative:
A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A smart control (smart control, iliac 7x60ml, complaint product) was delivered to the target lesion but failed to cross the target lesion. The product was returned for evaluation and it was noted that the stent was partially deployed about 2 mm from distal end of brite tip. The patient's gender and age were unknown. The target lesion was iliac artery. There was moderate calcification, vessel tortuosity and cto lesion. Approach was made from the brachial. A smart control (smart control, iliac 7x60ml, complaint product) was delivered but failed to cross the target lesion. Therefore, another new product (same size, lot unk) was opened and crossed the target lesion without problem. The procedure was completed successfully. There was no adverse event and the patient is in stable condition. The product was returned for evaluation and testing and analysis noted that the stent was partially deployed about 2 mm from distal end of brite tip. As per the qualrap, there was no report of partial deployment from the account. There was no excessive force used to attempt to cross the lesion. There is no information as to if the product was in this condition when it was removed from the patient. It is unknown if the device was in this condition when packaged for return. One non sterile unit of smart control 7x60 mm was received coiled inside of a plastic bag. Locking pin was received in the correct location, outer sheath was kinked at 1.4 cm from distal end of ID band, and stent was partially deployed about 2 mm from distal end of brite tip. No other visual anomaly was found. The outer diameter (od) of the stent delivery system was measured in several places and it was found acceptable. A guide wire 0.035" lab sample was introduced into the sds and no resistance or friction was felt. The sds was introduced into a csi 6fr lab sample and the sds was able to go through of csi without any resistance. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure by the customer 'failure to cross' could not be evaluated, however no discrepancies were found during the dimensional and functional analysis, the cause of this condition could not be determined. The cause of the partial deployment of the stent, found during the visual analysis could not be conclusively determined, however it does not appear to be manufacturing related since control exist in the manufacturing process to prevent this type of condition, as well as there are inspections in place to detect stent partial deployment, procedural factors and handling may contribute to the condition as reported. The cause of the kinked condition on the outer sheath could not be conclusively determined but it could be related to the coiled condition of the unit received for analysis. Neither the DHR review nor the product analysis suggest that the condition reported by the customer is manufacturing related, therefore no actions will be taken at this time. The reported failure by the customer 'failure to cross' could not be evaluated, however no discrepancies were found during the dimensional and functional analysis, which could have contributed to the failure to cross. . The cause of the partial deployment of the stent, found during the visual analysis could not be conclusively determined, however it does not appear to be manufacturing related since control exist in the manufacturing process to prevent this type of condition, as well as there are inspections in place to detect stent partial deployment. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that vessel / lesion and procedural factors may have contributed to the reported event and the confirmed failure.

Event description:
A smart control (smart control, iliac 7x60ml, complaint product) was delivered but failed to cross the target lesion. The product was returned for evaluation and it was noted that the stent was partially deployed about 2 mm from distal end of brite tip. The patient's gender and age were unknown. The target lesion was iliac artery. There was moderate calcification, vessel tortuosity and cto lesion. Approach was made from the brachial. A smart control (smart control, iliac 7x60ml, complaint product) was delivered but failed to cross the target lesion. Therefore, another new product (same size, lot unk) was opened and crossed the target lesion without problem. The procedure was completed successfully. There was no adverse event and the patient is in stable condition. The product was returned for evaluation and testing and analysis noted that the stent was partially deployed about 2 mm from distal end of brite tip. As per the qualrap, there was no report of partial deployment from the account. There was no excessive force used to attempt to cross the lesion. There is no information as to if the product was in this condition when it was removed from the patient. It is unknown if the device was in this condition when packaged for return.